Event description:
It was reported that the up arrow button requires multiple presses for a response. It was also reported that sometimes when the ok button is pressed, the screen does not turn on. It was reported there is no exposure to moisture.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.